Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a lassostar, 10p, dia 15mm loop size. The shaft of the catheter was partially detached with wires exposed. The shaft of the catheter got physically broken intraoperative, when introducing it into the heliostar balloon. The catheter has been changed to a new one of the same type. Procedure finished successfully without any consequences for the patient. Additional information was received on the event. The damage resulted in wires and/or braid being exposed. The damage did not result in any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the device but it is very thin and when inserting it, very easy to damage. The detachment of the shaft was partial, outside the sheath, so no problem to remove. The device was being used on patient when this event occurred. The event was assessed as MDR reportable for internal components exposed and the catheter shaft was partially detached.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-mar-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a lassostar, 10p, dia 15mm loop size. The shaft of the catheter was partially detached with wires exposed. The shaft of the catheter got physically broken intraoperative, when introducing it into the heliostar balloon. The catheter has been changed to a new one of the same type. Procedure finished successfully without any consequences for the patient. The device evaluation was completed on 22-apr-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection test of the returned device. Visual analysis of the returned sample revealed that the shaft area was damaged leaving some internal parts exposed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: if a lassostar¿ catheter is used with the heliostar¿ catheter, do not extend the heliostar¿ catheter beyond the sheath tip until the lassostar¿ catheter has been fully advanced out of the guidewire lumen. This unit was inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) of this device per its part number that indicates proper manufacturing in accordance with documented specifications and procedures. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).